Event description:
Customer reported via phone call that while charging sensor, a 3 hour sensor send message was received in insulin pump. Customer was educated on what the message meant and how to correctly connect to new sensor. Customer reported of having low blood glucose due to malfunctioning sensor. Customer's blood glucose was 41 mg/dl. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.